Event description:
Patient underwent a modified norwood stage I reconstruction with 4mm right ventricle to pulmonary artery sano conduit with complete atrial septectomy, arch reconstruction with aortic hemograft. As protocol cultures of graft were sent. Hospital notified of + cultures some months later: >10 colonies of mycobacterium gordonae isolated. # cultures for mycobacterium are pending with results expected in approx. 3 weeks. Patient remains hospitalized, out of ICU. To date, the patient has responded to treatment with antibiotics for sepsis and wound infections.